Manufacturer narrative:
Medwatch report # (B)(4) filed by the user facility.

Event description:
It has been reported that a revision surgery was performed due to loosening. It was determined that the cement did not bond to the tibial base.